Event description:
The sales rep reported that post op of an acl repair that was completed on (B)(6) 2014 that the patient developed hives all over their body and an allergic reaction. The sales rep did not have a timeframe of when the reaction began but reported it began shortly after the procedure in (B)(6). The sales rep stated that this repair was completed with no patient consequences or delay. The procedure was done with the milagro interference screw, 8 x 23mm and the rigidfix btb 2.7 mm cross pin kit. The sales rep reported that the patient has been to a dermatologist and has had numerous tests that have all come back negative. The sales rep reported that the patient had hard an acl repair in 2011 using the exact same devices with no issues or reaction. The sales rep did not know at this time if or when a revision would be completed. The sales rep was contacted to provide the material composition of the implants for further testing. The sales rep did not have any information regarding any treatments the patient may have undergone. See associated medwatch 1221934-2014-00516.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
The complaint device has not been returned and no further information has been provided till date that would help in the investigation. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. From the complaint history, it seems that this failure is an anomaly and an isolated incident. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that post op of an acl repair that was completed on april 14, 2014 that the patient developed hives all over their body and an allergic reaction. The sales rep did not have a timeframe of when the reaction began but reported it began shortly after the procedure in april. The sales rep stated that this repair was completed with no patient consequences or delay. The procedure was done with the milagro interference screw, 8 x 23mm and the rigidfix btb 2.7 mm cross pin kit. The sales rep reported that the patient has been to a dermatologist and has had numerous tests that have all come back negative. The sales rep reported that the patient had hard an acl repair in 2011 using the exact same devices with no issues or reaction. The sales rep did not know at this time if or when a revision would be completed. The sales rep was contacted to provide the material composition of the implants for further testing. The sales rep did not have any information regarding any treatments the patient may have undergone. See associated medwatch 1221934-2014-00516.